Event description:
A call was received through technical services reporting low impedance readings for the past 3 months. Bipolar impedance was less than 100 ohms. Increased thresholds and loss of capture were also reported, and the patient reported pocket stimulation with a unipolar configuration. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); proximal segment returned and analyzed.